Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Removed the nexframe procedure and re-added it to the cranial software nexframe procedure. The navigation system then passed the system checkout and was found to be fully functional. Issue resolved. Engineering evaluation found that the logs did not contain any app session logs and therefore do not provide any additional insight; however, the behavior is consistent with a software anomaly already in the software tracking database. The software investigation found that the reported event was related to a known software issue which has already been fixed in cranial 3.0.2.

Event description:
A site representative reported that when he was training on the navigation system, the software unexpectedly exited when he attempted to move past "set-up equipment." He re-entered the software and this continued to occur. There was no patient present when this issue was identified.